Event description:
The service report shows the customer reported that the 840 ventilator was inoperative, graphic user interface (gui) was blocked. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the communication gui touchframe. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).